Manufacturer narrative:
The customer¿s report that the spike tip had broken off was confirmed. Upon visual inspection, the spike tip (supplier p/n pf0959) of the drip chamber (p/n 630-00362) was broken off. Further visual inspection under magnification of the damaged spike surfaces noted the breakage to be rough and uneven. The nature of the breakage indicates a ductile fracture (vs. A brittle fracture) that is typically caused by an external lateral force. The customer¿s report that the spike had broken off was confirmed. The breakage was caused by an external lateral force. The root cause of the external lateral force was not identified.

Event description:
The customer reported a broken spike. Although requested, there was no further information provided by the customer regarding this event. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical product: 250ml b. Braun bag, lot number: j8e091, exp: 05/20, norepinephrine. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a broken spike. There's no report of patient harm.